Event description:
It was reported to philips that the device's voice is distorted on the speaker. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The remote service engineer (rse) evaluated with the assistance of the customer and confirmed that the speaker would need to be replaced but the device is end of life. Upon conclusion of the evaluation, it was determined that this was a malfunction of the speaker. The customer was informed that this part is no longer available as the device has reached end of life. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer is aware of the end of life terms and the device remains at the customer site.